Event description:
The customer observed false reactive alinity I cmv igm results on a pregnant female patient. The results provided were: on (B)(6) 2026, (B)(6), initial=0.95 s/co (> 0.85 to < 1.00 s/co=grayzone), repeated=1.0 and 1.03 s/co (> or = 1.00 s/co=reactive), repeated after replacement of trigger=0.95 and 0.96 s/co, cmv igg=negative (no actual results provided), there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.